Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. Additionally, it was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to the customer's blood glucose level.